Event description:
It was reported a cardiac tamponade occurred after the use of a supreme electrophysiology catheter as a temporary pacemaker. A patient was admitted for an coronary angioplasty for an inferior acute myocardial infarction and a supreme electrophysiology catheter was inserted as a temporary pacemaker and connected to a portable stimulator. After insertion, almost immediately, the patient experienced chest pain. Two echocardiograms showed there was no pericardial effusion. After two days, the supreme electrophysiology catheter was removed and an immediate cardiac tamponade was noted by echocardiogram, requiring surgical repair of the right ventricle. The physician stated there was no performance issue with the use of the device.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The supreme electrophysiology catheter IFU indicates the device can be used in the evaluation of a variety of cardiac arrhythmias from endocardial and intravascular sites. The supreme electrophysiology catheter IFU cautions the device should only be used by physicians thoroughly trained in the technique of angiography and electrophysiology and intracardiac recording and stimulation. The supreme electrophysiology catheter IFU states risks associated with the use of the device are risks related to cardiac catheterization in general, such as thromboembolism, cardiac perforation, tamponade, and infection.